Manufacturer narrative:
Patient sex (male or female) was not provided as to any impact or no injury was reported. The categories for outcomes attributed to adverse event are not applicable as this is a product problem (B)(4). An investigation of the incident included the analysis of the system optical coherence tomography (oct) recording from the database and review of the patient data eight (8) days post-op. The or video or ncast was not available for analysis. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. Manufacturer date is april 2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a catalyst procedure, the surgery center reported a loss of balance salt solution (bss) after the laser was fired and the monitor turned gray. As a result, the patient experienced corneal scoring. The laser procedure was aborted immediately. The surgeon found on the surface of the cornea that a semicircular keratectomy had been created. Furthermore, the surgery center indicated when the monitory went into a gray screen; there were no visible or warning errors displayed or issued. The surgery center attempted to restart the system but was unsuccessful. At 8 day post-op, the patient¿s visual acuity was 20/200 with a manifest refraction of -2.88 diopters of nearsightedness. The intended post-operative refraction was -3.00 diopters. The patient¿s refraction is with 0.25 diopters of the intended goal, which is accuracy of corrective lenses therefore at 20/20. The corneal curvatures¿ measured and found to be 43.75 diopters at 134 degrees and 44.00 at 44 degrees. This describes the cornea as having irregularity based on the limits of measurements. The surgery center indicated patient is doing well.